Event description:
It was reported to philips that the system was unable to complete the boot sequence, stalling at philips logo screen. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to complete the boot sequence. Upon troubleshooting, the fse found failure of application software. To resolve the issue, the fse reloaded the suite pc software, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.